Event description:
It was reported that this non-boston scientific lead was surgically abandoned due to experiencing noise and sensing inhibition, another lead was implanted instead. No further adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).